Event description:
Customer reported the panorama central station rebooted displayed an error message, and had signal drop outs, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representatives determined the reported problems were due to an incorrect subswitch configuration and advised the customer to reconfigure the system.